Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reported stated that the pump emitted multiple loss of prime warnings. It was reported that the pump was not rebooting and the cartridge cap was secure. Customer support (cs) advised the patient to change the cartridge and call back if the problem persists. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested and evaluated by product analysis on 04/09/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications. A leak test was performed and in one of three cartridges tested fluid was observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.